Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. The ventilator was powered on and the touch screen display would not respond. The display had a large scratch in the center. The device was disassembled, a known working display was connected to the display printed circuit board and the touch screen responded properly. The display needs to be replaced and is awaiting customer approval.

Event description:
It was reported that a ventilator touchscreen was not working. There was no patient involvement.